Event description:
It was reported that the device displayed an error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c07, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated ¿error code 13-1064-1229¿ issue confirmed. On(B)(6) 2024 the lvp was received unboxed and with paperwork. Workmanship issue, the fault was isolated to an unseated door harness. Failure investigation report uploaded to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 13-1064-1229. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex c: c07. Annex d: d15. Additional information: annex c: c16. Annex d: d03.

Event description:
It was reported that the device displayed an error code 13-1064-1229. There was no patient involvement.